Event description:
Spontaneous disconnection of a miniset from pd catheter titanium adapter. The transfer set was in place for 6 mos. The pt received cefazoline 1 gram prophylatically. There was no pt injury.